Manufacturer narrative:
Siemens healthcare diagnostics has identified five feature issues with the syngo lab data manager. The issues pertain to result unit conversions, quality control processing, virus protection, system performance degradation, and orders received from lis being rejected. An urgent medical device correction (umdc) entitled "syngo lab data manager system software issues" was sent to customers in the united states in august 2015. An urgent field safety notice (ufsn) entitled "syngo lab data manager system software issues" was sent to customers outside of the united states in august 2015. The umdc and ufsn describe the issues and provide actions the customer can take to prevent and mitigate the issues.

Event description:
The customer discovered that if a patient has an order with different sample types on a syngo lab data manager, the order would not be sent to the instrument. A patient sample had an order for a whole blood assay followed by orders for serum or plasma assays and when the patient ID was queried, there were no orders for the patient. There are no known reports of adverse health consequences due to this issue.